Event description:
At the end of a turp procedure while checking the surgical site before closing, bleeding was noticed. The resectoscope was re-inserted, the suction pump tubing was re-connected, everything was reset and a roller electorde was used to cauterize the prostatic fossa. At this time, it was noted that air was leaking into the surgical site. The pt became brachycardiac and eventually developed an arrest. Transesophageal echocardiography documented an air embolus. The pt was resuscitated and adequate blood pressure and oxygenation was maintained and the air resolved gradually under observation.